Manufacturer narrative:
Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable, as the lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct400 5.0 diopter intraocular lens (iol) was implanted and placed at 127 degrees on (B)(6) 2017 in the patient's right eye (od). It was later discovered on (B)(6) 2017 during a 6 month follow-up doctor's visit that the lens rotated to 165 degrees. The doctor decided to leave the lens implanted. Reportedly, the patient is happy with their vision and there was no patient complications or injury. No additional information was provided.